Event description:
Reported 1 false positive results for one symptomatic patient. The customer communicated the result was confirmed negative by molecular (pcr testing). Symptoms started the night before testing on sofia sars. Pcr collected within the next day or two.

Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: cannot duplicate with retain testing. Source: phone.